Event description:
The hcp reported, that the pt had increased pain. The hcp was unable to aspirate fluid from the catheter; the intrathecal section of the catheter was kinked. A new catheter was placed distally and spliced to the old catheter which remained in the pt. The hcp reported that the pt recovered without sequela. The pump was used to deliver morphine 10 mg/ml at 3.004 mg/day, bupivicaine 400 mg/ml, compounded baclofen 100 mcg/ml, and droperidol 300 mcg/ml.